Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose of 1000 mg/dl, fainting, and cardiac arrest. The customer was intubated and treated with intravenous saline and manual insulin injections. The customer was released from the ICU on (B)(6) 2021 with no permanent damage, however, the customer was required to go to rehab due to the reported issue. Reportedly, the cause for the alleged issue was due to the customer not having a continuous glucose monitor session active on the pump and was not monitoring diabetes via an alternate method. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.